Event description:
It was reported that the shock impedance of this lead has increased out of range indicating a lead fracture. This will require the patient to undergo a procedure to have a new lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was capped on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 2023 and 28th of march 2024 recorded an initial stable shock impedance of 90 ohms with an abrupt increase to >150 ohms at the end of the recording period. The analysis of the provided iegm episodes was unremarkable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.